Event description:
It was reported that smoke was coming from the wrist of a permanent cautery spatula instrument. The patient was not injured when the instrument began smoking. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the yaw pulley and conductor cap to have localized charring/melting, suggesting an arcing event occurred. Engineering observed a section of the conductor wire missing its insulation, thus creating a path for arcing to occur. There were also signs of distal clevis charring and localized melting of the distal idler/proximal pulleys on the side opposite of the conductor wire. Correlation of this damage to arcing at the jaw pulley/conductor cap can not be determined. High generator settings may also have contributed to arcing. No other damage found.